Event description:
While using the laser aiming device during a procedure, the hospital informed manufacturer that the laser aiming device fell off the image intensifier and hit the patient. There was no apparent injury reported by the hospital to manufacturer field servide engineer. Manufacturer was informed of this event on 7/5/94. Manufacturer is reporting this event under the "per se" rule based on receiving an inquiry from usp on 8/3/94 with medwatch form. Manufacturer believes that this event is not reportable because as a result of this type of situation no death or serious injury has ever occurred and therefore, through manufacturer analysis of this event no death or serious injury would likely happen should this event recur.